Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen appears backwards making interaction difficult. Customer's blood glucose (bg) level was 544 mg/dl. Bg was addressed with a manual injection. Reportedly, customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.